Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13862. It was reported that the patient presented with pocket erosion and infection a few months post implant. It was noted that the patient had a ruptured capsular bag. The pacemaker and right ventricular lead were explanted and replaced. The patient was in stable condition.